Event description:
It was reported that the screen on a customer's pump was broken and only displayed a black screen despite being powered on. There was no reported impact on the customer's blood glucose level. The customer was expected to return the defective device and had already received a replacement pump with the serial number 1524125. No additional information was available regarding the outcome of the event.